Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent driveline fault alarms. A specific cause for these findings could not be conclusively determined through this evaluation. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise; however, no product is available for evaluation. Evaluation of the submitted log file revealed that the patient had yellow wrench advisories associated with 198 driveline faults which were silenced. These driveline faults appeared to result from an issue with phase c. The other phases did not appear to contribute to the fault. Power cable alarms were activated due to routine power source changes. There were no other atypical events or alarms. The pump remained above the low-speed limit and appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6) and continued with the short to shield and driveline fault alarms. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient gender was requested but has not yet been provided. The patient's onset of driveline faults is reported under MFR #: 2916596-2022-01543. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had known short to shield and driveline fault alarms. There was no evidence of alarms on interrogation. Log files continued to capture driveline fault events. Phase c continued to show further degradation while the other two phases appeared normal.